Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d10; g1; g3; g6; h1; h2. D10: 42532006701 - tibia cemented 5 degree stemmed left size d - 66761492. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event cannot be confirmed. Visual examination of the returned product identified no damage to the articulating surface or dovetail. There are minor indentations on one side of the slots, and a nick/ding by the size engraving. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 foreign source: singapore. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the tibial insert would not seat in the tibial tray. Another tibial insert was used to complete the procedure. No adverse events have been reported as a result of the malfunction.